Event description:
During a follow-up several vf episodes were detected due to noise from the ventricular channel. The noise was not reproducible during the follow-up. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.